Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the right atrial (ra) lead and right ventricular (rv) lead exhibited undefined high impedance. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.